Event description:
Hospira sterile empty vial and injector was used to prepare dilaudid pca for patient in IV room. When vial went to floor and was put into the pca3 machine to start the infusion, the machine would not read the barcode. The rn tried another machine, and the bar code couldn't be read in the new machine either. The medication had to be changed to a different vial and then it would work in the machine and patient could receive med. The pump would not allow administration without a barcode being read. Lot 74-204-r1. I did try to scan the vial again in a different pump, and it would work. I tried another vial of the same lot number in the pump, and it would read. There was a defective barcode on the vial used. Diagnosis or reason for use: pca for pain.